Event description:
A wound care nurse reported "itching under product."

Manufacturer narrative:
Based on the available info, this event described is deemed a serious injury. No add'l event/pt details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. (B)(4).